Manufacturer narrative:
The field service engineer (fse) inspected the device and found system error on power up in the event log. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator 'when turned on, it alarmed system error'. The ventilator was not in use on a patient at the time of the reported event.